Event description:
An email was received reporting an alarm, but the specific alarm was not mentioned. There was no reported impact to the customer's blood glucose level. Attempts were made by cts to follow up with the customer, but the customer was unavailable, and a voicemail was left.